Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Explantation report states that the electrode was inserted to 10 electrodes to preserve hearing. Over time 3 more electrodes were disabled due to short circuit and non-auditory. Also, residual hearing has decreased. User was reimplanted with a longer electrode.